Manufacturer narrative:
Visual examination of the returned catheter confirmed the device was separated into 2 pieces 10.5 cm from the distal tip. All internal components were present. Testing of mechanical and electrical function could not be performed due to the condition of the catheter. The cause for the separation of the catheter was the force applied to remove the catheter from the sheath with the reported knot. The cause for the reported knot could not be determined. Date report submitted to FDA by manufacturer: (B)(6) 2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010. The following dates are estimated. Only the month/year is known expiration date.

Event description:
It was reported that while attempting to insert the catheter into the coronary sinus, the catheter became twisted in a loop. By pulling back the catheter in order to resolve this loop, the catheter became knotted. The physician pulled the catheter back into the vena cava, down the femoral vein and then into the sheath. The catheter could not pass freely through the sheath, so the physician pulled with force which caused the catheter to separate into 2 pieces, one of which was removed from the pt, the other of which remained in the sheath. The sheath along with the remaining part of the catheter were removed from the pt without further intervention. A new sheath was placed and the procedure was completed with no consequences to the pt.